Event description:
Essure birth control coils: caused rash on pt's arm and cheeks of face, right side pain, weight gain, and abnormal periods including passing clots. Resulted in pt having to pay 100% out of pocket for removal of devices and a regular tubal performed.